Event description:
It was reported during a stent-assisted embolization procedure when the physician attempted to push the stabilizer in order to release the stent, the stabilizer jammed. The physician withdrew the entire stent system from the patient and noted that the stent had partially deployed with the distal tip of the stent out with the microcatheter. The physician completed the procedure with the use of another similar stent. The patient suffered no adverse consequences as a result of this event.

Manufacturer narrative:
Reported event of partial stent deployment.